Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas 8000 e 602 module (e602). The sample initially resulted as 104 miu/ml and this value was reported outside of the laboratory to a physician. The sample was then processed on a cobas 8000 c 702 module, but multiple sample clot errors were received and no test results were generated. The physician questioned the initial result, so the sample was repeated, resulting as 41000 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcgstat reagent lot number was 18912302, with an expiration date of 02/28/2018. The field service engineer determined the issue to be related to sample integrity. He checked the instrument alignments. He ran a precision study and this was within specifications.

Manufacturer narrative:
Calibration and quality controls were within range. No general reagent issue was evident. A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality and insufficient maintenance.